Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt who was reported to be a short, overweight, elderly female. No details are currently available as to whether hemostasis was achieved with the device. Two days following angio-seal device deployment, the pt was discharged home. She then developed a late bleed and hematoma formation which required that she be readmitted to the hosp. At this time there is no further info as to the type of treatment, length of hosp stay required, or pt status.